Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the foot pedal was not recognized and would not work during surgery. The staff was able to get the pedal working again. The patient impact is unknown. Additional information has been requested but not received to date.